Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: dirty cap ×1. Dirty tube ×1.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: dirty cap ×1; dirty tube ×1.

Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 3 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and the indicated failure mode of foreign matter was observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine the rot cause of the foreign matter however, steps have been take to implement an increased awareness for cleanliness and reduction of foreign matter within the manufacturing process.